Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to be silicone rubber but the root cause of it could not be identified. The no image event was presumably caused by temporary communication failure and a sudden over current like static electricity. The events can be detected/prevented in accordance with the following instructions for use: "chapter 3 preparation and inspection 3.3 inspection of endoscope and 3.8 inspection of combination function with related devices" inspection of the endoscope. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Reprocessing manual: chapter 5.5 manually cleaning the endoscope and accessories chapter 8 storage and disposal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.